Event description:
A report was received that a patient's precision system was explanted due to ipg protrusion and infection. The patient was prescribed keflex and is reportedly doing well following the explant procedure. The physician suspects that the protrusion was caused by the patient.

Manufacturer narrative:
A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records for the explanted devices found to be satisfactory.